Manufacturer narrative:
The field service engineer replaced a pinch valve and corrected a misaligned gripper. Deposits were observed on system reagent supply nozzles. The alarm trace showed sample clot detection and sample short alarms, which may indicate pre-analytic sample handling issues. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
Medwatch fields d1, d2, d4, g1, and g4 have been updated.

Manufacturer narrative:
Upon review of the alarm trace, gripper alarms and incubator disk alarms were observed since (B)(6) 2023. It was observed that there were dropped assay cups on the analyzer. Operator maintenance of nozzles also seemed to be inadequate.

Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested with elecsys ft3 iii and one other assay on cobas e 801 analytical unit serial number (B)(6). Many results were accompanied by data flags. The customer provided examples of 7 patient samples with discrepant ft3 results. No questionable results were reported outside of the laboratory. Refer to the attachment for all patient data.